Event description:
The customer reported the image quality was degraded to the point the system was unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on ite investigation. The power supply and image intensifier need to be replaced. The reported issue is currently under investigation.